Manufacturer narrative:
The insulin pump was monitored for a few days and passed the self test and the displacement test. No error alarms were noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a program anomaly alarm and a software error alarm on the insulin pump. Customer stated the alarms occurred during the rewind/prime sequence. The customer's blood glucose was 141 mg/dl. It was found the software error alarm was recurring. Troubleshooting found the insulin pump passed a self-test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.